Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/20/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: date - time of onset of abscess from the surgical procedure? The abscess was found in the CT scan right after operation. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? The patient had a history of surgery for hepatocellular carcinoma, and the condition was not good. Therefore, the patient may have had intestinal injury for some reason. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Antibiotics were administered. Were cultures performed? Results? Unknown.

Event description:
It was reported that a patient underwent a sigmoid colon cancer surgery on an unknown date in (B)(6) 2021 and the adhesion barrier was used. It was reported that a CT was performed after the operation, and an abscess was confirmed just below. It was reported that the doctor opined that it was not serious, punctured it with a needle to drain the water and treated it with antibiotics. It was reported that currently, there is no particular problem with the patient. It was also reported that the patient had a history of surgery for hepatocellular carcinoma, and the condition was not good. Therefore, the patient may have had intestinal injury for some reason. It was also reported that the cause of the abscess was unknown, but the abscess occurred only just under the abdominal wall and corresponded to the site where the barrier was applied. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Additional information was requested and the following was obtained: please provide lot number: unknown. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. The surgeon performed needle drainage and prescribed antibiotics. What is the most current patient status? No problem. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: date - time of onset of abscess from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results?